Event description:
A customer reported to baxter corporate product surveillance a y-type catheter extension set in which the tubing is separating at the y-junction. According to the report, the tubing separated during infusion of an unknown medication on a patient. It is unknown how long into therapy the alleged defect occurred. There were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: initial evaluation confirmed the reported condition. Upon completeion of baxter's investigation, a follow-up will be submitted. Batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Two actual sample was returned for evaluation. Both samples arrived out of the opened pouches. Visual inspection showed that neither sample appeared to have been primed. Visual inspection also showed that, the male luer locks were missing on both samples and not returned. Closer visual inspection of the male luer tubing end of both samples revealed little or no solvent residue on the tubing ends. Therefore, the reported condition was confirmed. An assignable root cause could not be determined. This issue is being investigated through CAPA.